Event description:
It was reported that upon review of stored egms, noise on both the near and far field channels was observed. Further investigation revealed that no noise was present, but actually corrupted data was stored. No further action was taken. There were no adverse consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.